Event description:
(B)(6). It was reported that following a stenting treatment procedure, the patient experienced cardiac heart failure. The index procedure placed a 3.0x16mm taxus express2 stent in the mid left anterior descending artery. In 07/2010, the patient was hospitalized for cardiac heart failure. Per the physician, the heart failure was not related to the study stent. There was no information available on what treatment was performed or what the patient's outcome was. The two year study follow up visit performed the same day reported that the patient had no anginal symptoms.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of two intermate sv 100 devices with ruptured reservoirs was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA (B)(4). These devices are single use devices and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.a trend review was performed showing a stable trend year over year for reported complaints of ruptured reservoirs.

Event description:
The facility reported to baxter that, on the same date, the reservoirs of two intermate sv 100 devices of the same lot # had ruptured while the devices were being filled with saline. Both devices had approximately 90 ml filled when their reservoirs ruptured. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.